Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910 it was unknown if the device involved in the event remained in the patient or was replaced / discarded; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of 4581 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024 a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2024 the patient was hospitalized due to a buried bumper syndrome. At the time of report, duodopa therapy was suspended until resolution of the buried bumper. It was unknown if the tubing with the buried bumper was removed or replaced.